Manufacturer narrative:
Since the device was not returned, it is impossible to proceed to actual evaluation. But, it is confirmed from the device history record that the suspected device had been manufactured with no significant issue and passed all the inspections. It is hard to find out exact root cause for this complaint, because the suspected device was not returned and it is difficult to reconstruct the situation at the time of procedure with limited information. The suspected device is not registered in the us, however, it was decided by the firm that we proceed MDR reporting as an event of stent fracture even though there was no damage to the patient due to this incident. We will continuously monitor whether similar or same complaint occurs. The suspected device is not registered to us FDA and it has not been shipped into the us.

Event description:
(B)(6) 2016, a beta stent was implanted for the treatment of a post sleeve gastrectomy fistula at the cardias. The stent was implanted without any problems and the removal was planned 6 weeks after the deployment. (B)(6) 2016, they proceeded to the endoscopic removal of the stent. During the procedure, pulling the stent by the retrieval string, they observed that the stent was broken into 2 parts, as showed in the pictures below. They had to remove the 2 parts of the fractured stent in 2 different steps. There were no complications for the patient.